Manufacturer narrative:
H2 additional information: updated a4 and d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial lot/sw version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that upon boot up, the login page appeared off center on the right side of the screen. The issue persisted on both the system's monitors. They used another navigation system for the case. During troubleshooting, technical services (ts) recommended performing a hard reboot. Ts recommended confirming monitor resolution and aspect ratio. This issue caused a less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the software team reviewed the provided logs and observed that system logs captured a total of six bootups. During each startup, an external display was connected prior to application launch, with the display resolution set to ¿auto,¿ and this configuration was consistent across all bootups. Based on this observation, it is recommended to connect the external monitor after the stealth system has fully powered on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.